Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall. This is a combined initial/final report.

Event description:
Name of procedure: ni. Patient status: no patient injury. Intervention: the device was replaced with the new device. Event description: ¿after checking the clip was loaded, the clip was fired. But, the clips were irregularly loaded and fired. There was issue with clipping. So the device was replaced with the new device. The event device was reported as the complaint.¿